Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d6a, d9, g1, h3, h6. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, wear abrasion, deformation, cloudy color in the gel, and black particles on the shell. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
Healthcare professional reported left side extra-prosthetic rupture with axillary siliconoma. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The events of granuloma is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extra-prosthetic rupture with axillary siliconoma.

Event description:
Healthcare professional reported left side extra-prosthetic rupture with axillary siliconoma. The device has been explanted.